Event description:
Pace medical was notified on march 15, 2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned device with no paper work. Upon inspection device was found to indicate, it was pacing but no output pulse was being delivered. Examination showed that the output socket needed to be reconnected. Device was re-calibrated and final tested. All test were passed. Pacemaker was returned to customer. Reason for fault: unknown. Possible rough handling or opened by ebme department.